Event description:
The medical professional reported that they turned off a patient's device for MRI by interrogating the device, performing diagnostics, re-interrogating, setting all output currents to zero and applying the changes. They performed diagnostics again and all output currents were confirmed to be at 0 ma. After the MRI, the device was interrogated and was found to be at the original settings (not set to zero). Diagnostics were performed again to confirm the settings. No other relevant information has been received to date.